Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was checked at a cardiac catheter procedure and had high out of range atrial pacing impedances greater than 3000 ohms. It remains unknown what type of atrial lead is implanted. The device was reprogrammed from ddd to ddi, and the plan was to monitor on the remote monitoring system. No further details were known. No adverse patient effects were reported.